Event description:
It was reported that the insulin pump alarmed button error. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip, cracked reservoir tube window and a missing end cap sticker.